Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that his onetouch verioflex meter displayed an unknown error message relating to a strip fill issue. The complaint was classified based on customer care advocate (cca) documentation. The patient did not report when the meter issue occurred. The patient manages his diabetes by self-adjusting his insulin doses and administered his usual dose of ¿15 units¿ of insulin in response to the alleged issue. The patient reported that and unspecified time after the issue occurred he developed symptoms of ¿dizziness, blurred vision and fatigue¿ however denied receiving any treatment. During the call the cca noted that the customer followed the correct testing procedure however the test strip did not draw in any of the sample. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.